Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported false positive antibody screening tests with cell #1 of biotestcell-p3 on tango and a false positive direct antiglobulin test (dat) using the gel card system. The customer had returned the supposedly defective product, but not the patient samples that had caused false positive results. Therefore our quality control laboratory tested the customer's allegedly defective sample of biotestcell p3 with different samples. All negative reactions were correct. Furthermore we performed the direct antiglobulin test (dat) of the supposedly defective cell #1 of biotestcell-p3 on tango. The dat was correctly negative. The gel card system is not suitable for the customer´s intended application: dat. In this case, we recommend the tube test and the solidphase test solidscreen ii with tango. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.